Manufacturer narrative:
The conclusions from our previous report submission remains unchanged.

Event description:
It was reported the patient was seen for a follow up appointment 2.5 months after surgery. The results of the exam provide that the graft pump is not working as well as it should. The updated treatment plan is to re-evaluate and possibly re-graft if at the next exam the graft pump is still not working. The surgeon is still waiting for corneal swelling to go down and prescribed prednisolone 2 x a day (bid), brinzolamide 2 x a day (bid), and muro 128 4 x a day (qid). The comprehensive appointment originally scheduled for 2.5 months after surgery was rescheduled to approximately 4.5 months after surgery per the patient.

Manufacturer narrative:
Additional information - b5, g4, h2, h10/11. The conclusions from our original report submission remain unchanged.

Event description:
It was reported approximately 5 months after the attempt to place an intraocular lens (iol) into the right eye (od) of the patient, the surgeon assessed the patient and determined the descemet stripping endothelial keratoplasty (dsek) graft has failed. The patient is still aphakic and there is no current discussion of intraocular lens (iol) implant as the surgeon was only concentrating on the corneal graft during this appointment.

Manufacturer narrative:
Additional information: a2, b5, b6, b7, g4, h2, h10/11. A review of the event was conducted by internal product engineers and medical experts, who concluded that the surgeon was attempting a yamane technique in which the haptics are secured externally through the scleral due to the ruptured capsule. This is off label for the reported lens. As such, the incident is related to user error in conjunction with the patient¿s medical history. The most probable root cause is user error as the lens is not designed to be placed in scleral tunnels.

Event description:
It was reported both intraocular lenses (iol) were removed from the right eye (od). The surgical procedure was planned as a sutured iol with mccannell suture. The original procedure was not complicated in any way and the incision size was 2.8mm. In the surgeon's opinion, the likely cause of the event was due to the technique of suturing haptics into a scleral tunnel. The haptics were not strong enough to endure the manipulations. The forceps used had teeth that were too thick to grasp the haptic without breaking it. The patient's treatment will be an iol implant using a 4pt haptic iol and will be sutured od using a gortex suture after recovery. The 4pt haptic system is expected to bring good outcome. Follow up exam approximately 1.5 months after surgery provides the patient's diagnosis as corneal transplant status: the pump is not working as well as the physician would like. An additional follow up appointment is planned for 2.5 months after surgery with pentacams, refraction, and optical coherence tomography (oct). Corneal edema: should be a little less swollen at this point. The physician does not want to do anything additional until the swelling goes down. If the swelling does not go down it may need to be replaced. A full comprehensive exam is scheduled for 3 months after surgery and will include an optic nerve oct.

Manufacturer narrative:
Though requested, no further information has been provided by the reporting facility. The product was lost during the surgery and is not available for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. In medical safety opinion zonular dehiscence, vitreous loss, and capsule damage occurred before lens implant and are not related to the device. The case assessed as serious as the patient remained aphakic due to haptic damage. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
This report is for lens one of two. Lens one: it was reported that during the placement of an intraocular lens (iol) into the right (od) eye, within a few minutes after incision and ballooning the anterior chamber open with viscoelastic, the capsule was noted to be dehisced and broken in the back. Vitreous was noted as well. Scleral tunnels were made (nasally and temporally) to capture the iol haptics. During manipulation of suturing the haptic in the scleral tunnel, the haptic broke and the iol began to slip into the posterior chamber. The other haptic was grasped to prevent this and the iol was cut out and removed. The lens was inadvertently lost after removal and is not available for evaluation. Lens two: a back-up iol of the same model and diopter was attempted. Same scleral tunnel suture technique was attempted, but the iol was lost in the vitreous and is not available for evaluation. The surgery took over three hours and lens placement was unsuccessful. The patient was referred to a retinal specialist and remains aphakic. Additional information has been requested, but has not been received.